Manufacturer narrative:
This report is submitted on january 30, 2020.

Event description:
Per the clinic, the patient experienced an infection which was treated with antibiotics (oral and topical) and steroids (topical). The implant remains in-situ.